Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and patient has myocarditis. The ra lead was revised and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.